Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received with the tip of the sleeve melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hernia repair, the surgeon could not get the trocar to insert into the patient. The surgeon stated that the ridges at the bottom of the device were pointing out instead of in like they normally do. Another device was used to complete the case with no patient consequence.